Manufacturer narrative:
UDI information (d4) and 510k (g3) are not provided within this report as this product (model h700489) is an ous configuration not available in the us and is therefore not referenced in the gudid database.

Event description:
During an avnrt procedure, impedance issues with the generator resulted in a procedural delay. When ablating with the tacticath catheter, an impedance error was observed on the ampere generator, and the impedance was at 999. The generator was powered off, the grounding patch was replaced, and the amplifier was turned off and back on, but the issue was not resolved. The catheter was replaced, but the issue persisted. The generator was replaced which resolved the issue and the procedure was successfully completed with no adverse consequences to the patient.

Manufacturer narrative:
Additional information: d9, g3, h2, h3, h6. One ampere¿ rf ablation generator was received for evaluation. The reported symptom was able to be confirmed by the logs, however investigational testing was successful. Based on the investigation and information provided to abbott this symptom was not able to be reproduced, and the root cause remains undetermined as the returned ampere functioned during the investigational testing. The batch record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined that no non-conformances were identified that are related to the reported event.